Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Doctor reported via e-mail that the insulin pump alarmed replace battery now after just 3 days. Replacing battery did not help. They then drained the internal battery and inserted a new battery, but the device would not start. It was also reported that the insulin pump had a crack on the select button. Blood glucose value at the time of incident is unknown. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display after battery insertion due to battery tube power connector not plugged in properly to electronic board. Connected battery tube power connector and the unit powered on properly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to blank display. Unable to verify replace battery now alarms or battery anomalies due to blank display. Unit passed sleep current measurement, active current measurement and selftest. The insulin pump was received with cracked select button on keypad overlay. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, partially broken off belt clip rail, slightly faded serial number label, peeling end cap address label and slight corrosion in battery tube.